Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremors and movement disorders. It was reported the rep alleged an overdischarge; communication could not be established with either the patient programmer (pp) or the physician programmer (php). The last successful recharge was in (B)(6) 2015. The patient stated this previous weekend they noticed trouble charging. The rep attempted to recharge the device with the implantable neurostimulator recharger (insr) but could not connect. The rep started a physician mode recharge (pmr)session. The rep later reported they completed the pmr and now they were getting a power on reset (por) message. The rep was able to charge the implantable neurostimulator (ins) ¼ full, clear the por, and sent the patient home. The root cause of the por was the patient had attempted to charge the device for the first time on (B)(6) 2016 since (B)(6) 2015. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.